Event description:
It was reported that the device overheated at the user facility. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device overheated at the user facility during central sterile. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.